Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown trauma nail, unknown. Unknown, unknown trauma screw, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10085, 0001825034 - 2017 - 10084.

Event description:
It was reported that the patient underwent an ankle arthroplasty on an unknown date. Subsequently, the patient has experienced extreme pain for two years and inability to walk. X-rays showed that the rod had been inserted incorrectly and that one of the screws had broken. No additional patient consequences were reported.